Event description:
On september 3, 2019, takeda received a product complaint ((B)(4)) for the q-cliq pen used to administer natpara. The patient reported that on (B)(6) 2019 she mixed a new cartridge of natpara 100 mcg (lot 07769460) and when she attempted to prime the pen, medication leaked from the needle cap. The patient administered the first dose and when she replaced the needle the following day before dosing again, more liquid leaked from the top. The patient believes the leaking cartridge was not effective because she experienced hypocalcemia and her doctor admitted her to the hospital on (B)(6) 2019. The patient also reported that she had used an expired pen (lot p258916a, exp feb-2017). Due to the possibility that the device caused or contributed to the patient hospitalization, takeda is reporting this incident per 21 cfr part 803.50. The investigation is ongoing and the root cause of the complaint has not yet been determined. The contract manufacturer of the cartridge (vetter) completed a manufacturing investigation for lot 07769460 and no nonconformities were identified. Takeda provided a mailer for return of the pen on september 6, 2019 so sample analysis can be performed. As of october 1, 2019 the pen has not yet been received. An investigation ((B)(4)) has also been initiated to determine why the pen had not been returned by the patient and replaced at expiration in 2017. Once the investigations have concluded, a follow-up will be provided regarding root cause and corrective actions. Update (07/17/20): takeda has identified a trend of 15 complaints in which natpara q-cliq pens were reported as expired. As a result, an event investigation ((B)(4)) was initiated to evaluate if the CAPA communicated in the last update for this MDR was effective (refer to update from 12/20/19 for details). It was determined that the commercial pen replacement process for natpara, which included steps to encourage disposal of expired pens, had been discontinued when the drug product distribution transitioned to the natpara special use program (sup). A CAPA ((B)(4)) has been initiated to evaluate the effectiveness of the process under the sup. Upon completion, takeda will provide an update with the root cause and corrective actions. No device malfunctions or defects were confirmed in these complaints and all patients in these cases have received a replacement pen. A review of all pens distributed under sup is in progress to identify any additional cases. No adverse events have been reported. Update (09/24/20): (B)(6) performed an investigation into the trend of complaints in which natpara q-cliq pens were reported as expired. The root cause was that a process to replace pens within the natpara special use program (sup) was not implemented when commercial distribution was discontinued. As a result, when q-cliq pen lot p384748a expired on january 31, 2020, no actions occurred to replace the pens or instruct patients to discard the expired pens. All patients who received pen lot p384748a have now received a replacement pen (lot p445807a, exp. 31 march 2021). To address the root cause, a new pen replacement process (sop-054320) has been implemented for the sup. No other pen lots distributed under sup expired between january 31, 2020 and the implementation date of the new process (september 09, 2020). Although the pen is labeled with an expiration date 2 years after date of manufacture, the qualified shelf life is 3 years. Therefore, usage of pen lot p384748a for approximately 6 months beyond expiration would not be expected to result in malfunction. No defects or malfunctions were confirmed in the expired pen complaints for pen lot p384748a. No adverse events have been reported.

Event description:
On (B)(6) 2019, (B)(6) received a product complaint ((B)(4)) for the q-cliq pen used to administer natpara. The patient reported that on (B)(6) 2019 she mixed a new cartridge of natpara 100 mcg (lot 07769460) and when she attempted to prime the pen, medication leaked from the needle cap. The patient administered the first dose and when she replaced the needle the following day before dosing again, more liquid leaked from the top. The patient believes the leaking cartridge was not effective because she experienced hypocalcemia and her doctor admitted her to the hospital on (B)(6) 2019. The patient also reported that she had used an expired pen (lot p258916a, exp feb-2017). Due to the possibility that the device caused or contributed to the patient hospitalization, takeda is reporting this incident per 21 cfr part 803.50. The investigation is ongoing and the root cause of the complaint has not yet been determined. The contract manufacturer of the cartridge (vetter) completed a manufacturing investigation for lot 07769460 and no nonconformities were identified. (B)(6) provided a mailer for return of the pen on september 6, 2019 so sample analysis can be performed. As of october 1, 2019 the pen has not yet been received. An investigation (pr# 1455034) has also been initiated to determine why the pen had not been returned by the patient and replaced at expiration in 2017. Once the investigations have concluded, a follow-up will be provided regarding root cause and corrective actions. Update (12/20/19): a complaint investigation (pr 1449615) was completed for the incident. The root cause of the leakage from the pen could not be confirmed because the patient did not return the product to takeda. Based on the takeda lot number (p258916a), the pen lot number was determined to be haselmeier lot 18213. The batch record review of lot 18213 showed no deviations which could be linked with the described failure of the pen. Based on the information provided, the complaint was not confirmed to be related to the manufacturing of the product. A CAPA investigation ((B)(4)) was initiated to evaluate why the patient had an expired pen. Review of the incident showed that a replacement pen was not obtained in february 2017 when the patient's current pen expired. At that time, a pen replacement process existed, but there was no reconciliation process to identify this patient had not yet received a replacement pen. As a result of a previous similar expired pen incident (MDR 3009340644-2018-00002, (B)(4)) a reconciliation process was implemented in july 2019. This reconciliation process would have highlighted that this patient had not yet received a replacement pen, resulting in escalation of the issue and further follow up with the vendor, prescriber, and patient. Since this pen¿s replacement date pre-dates the new process, no further corrective action was implemented as part of CAPA (B)(4). Update (07/17/20): (B)(6) has identified a trend of 15 complaints in which natpara q-cliq pens were reported as expired. As a result, an event investigation ((B)(4)) was initiated to evaluate if the CAPA communicated in the last update for this MDR was effective (refer to update from 12/20/19 for details). It was determined that the commercial pen replacement process for natpara, which included steps to encourage disposal of expired pens, had been discontinued when the drug product distribution transitioned to the natpara special use program (sup). A CAPA ((B)(4)) has been initiated to evaluate the effectiveness of the process under the sup. Upon completion, takeda will provide an update with the root cause and corrective actions. No device malfunctions or defects were confirmed in these complaints and all patients in these cases have received a replacement pen. A review of all pens distributed under sup is in progress to identify any additional cases. No adverse events have been reported.

Event description:
On (B)(6) 2019, takeda received a product complaint ((B)(4)) for the q-cliq pen used to administer natpara. The patient reported that on (B)(6) 2019 she mixed a new cartridge of natpara 100 mcg (lot 07769460) and when she attempted to prime the pen, medication leaked from the needle cap. The patient administered the first dose and when she replaced the needle the following day before dosing again, more liquid leaked from the top. The patient believes the leaking cartridge was not effective because she experienced hypocalcemia and her doctor admitted her to the hospital on (B)(6) 2019. The patient also reported that she had used an expired pen (lot p258916a, exp feb-2017). Due to the possibility that the device caused or contributed to the patient hospitalization, takeda is reporting this incident per 21 cfr part 803.50. The investigation is ongoing and the root cause of the complaint has not yet been determined. The contract manufacturer of the cartridge (vetter) completed a manufacturing investigation for lot 07769460 and no nonconformities were identified. Takeda provided a mailer for return of the pen on (B)(6) 2019 so sample analysis can be performed. As of (B)(6) 2019 the pen has not yet been received. An investigation ((B)(4)) has also been initiated to determine why the pen had not been returned by the patient and replaced at expiration in 2017. Once the investigations have concluded, a follow-up will be provided regarding root cause and corrective actions. Update (12/20/19): a complaint investigation ((B)(4)) was completed for the incident. The root cause of the leakage from the pen could not be confirmed because the patient did not return the product to takeda. Based on the takeda lot number (p258916a), the pen lot number was determined to be haselmeier lot 18213. The batch record review of lot 18213 showed no deviations which could be linked with the described failure of the pen. Based on the information provided, the complaint was not confirmed to be related to the manufacturing of the product. A CAPA investigation ((B)(4)) was initiated to evaluate why the patient had an expired pen. Review of the incident showed that a replacement pen was not obtained in (B)(6) 2017 when the patient's current pen expired. At that time, a pen replacement process existed, but there was no reconciliation process to identify this patient had not yet received a replacement pen. As a result of a previous similar expired pen incident (MDR 3009340644-2018-00002, (B)(4)) a reconciliation process was implemented in (B)(6) 2019. This reconciliation process would have highlighted that this patient had not yet received a replacement pen, resulting in escalation of the issue and further follow up with the vendor, prescriber, and patient. Since this pen¿s replacement date pre-dates the new process, no further corrective action was implemented as part of CAPA pr (B)(4).

Event description:
On september 3, 2019, takeda received a product complaint ((B)(4)) for the q-cliq pen used to administer natpara. The patient reported that on (B)(6) 2019 she mixed a new cartridge of natpara 100 mcg (lot 07769460) and when she attempted to prime the pen, medication leaked from the needle cap. The patient administered the first dose and when she replaced the needle the following day before dosing again, more liquid leaked from the top. The patient believes the leaking cartridge was not effective because she experienced hypocalcemia and her doctor admitted her to the hospital on (B)(6) 2019. The patient also reported that she had used an expired pen (lot p258916a, exp feb-2017). Due to the possibility that the device caused or contributed to the patient hospitalization, takeda is reporting this incident per 21 cfr part 803.50. The investigation is ongoing and the root cause of the complaint has not yet been determined. The contract manufacturer of the cartridge (vetter) completed a manufacturing investigation for lot 07769460 and no nonconformities were identified. Takeda provided a mailer for return of the pen on (B)(6) 2019 so sample analysis can be performed. As of (B)(6) 2019 the pen has not yet been received. An investigation (pr# 1455034) has also been initiated to determine why the pen had not been returned by the patient and replaced at expiration in 2017. Once the investigations have concluded, a follow-up will be provided regarding root cause and corrective actions.